Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-01696. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 33 days. Manufacture investigation conclusion: no product was returned for evaluation. Review of the submitted log files confirmed multiple low flow events; however, a specific cause could not conclusively be determined through this evaluation. The heartmate 3 left ventricular assist system instruction for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that manufacturer¿s technical services representative reviewed the submitted log file and observed 42 low flow events taking place across (B)(6) 2018. The patient was asymptomatic. On (B)(6) 2018, the patient underwent a heart transplant. Additional information was requested but not provided.